Event description:
It was reported by the customer that the clip applier handle broke in the surgeons hand during the case, the second handle also broke. The case was completed with a third device with no patient consequence occurred.

Manufacturer narrative:
Evaluation summary:the analysis results found that one device was returned for analysis and no damage was noted on the handles of the device. The device was noted to have the cam broken. In addition, clips formation could not be verified as there were no clips remaining on the device. An investigation has been initiated to determine the cause of this issue.